Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a crack in the pump case and stripped threads on the battery cap. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: / visual inspection of "battery cap" revealed, ¿stripped threads". Test confirmed there was evidence that the "yellow o-ring" visible and not secure properly to the test pump. Battery cap" contact height is above specification. Visual inspecting and testing confirmed the threads inside the battery compartment are still in good condition with evidence of cracked at the pump case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.